Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary stenting treatment procedure a stent was unable to cross the lesion, and a shaft kink occurred. Vascular access was obtained via the femoral artery. The 70% stenosed >=45 bent 2.75 x 30mm concentric de novo lesion was located in the moderately calcified and mildly tortuous right coronary artery. The lesion was predilated with a non bsc balloon. The 2.75 x 32mm taxus liberte mr was advanced, but was unable to cross the lesion and the shaft kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent movement and damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: returned product consisted of a taxus liberte stent delivery system (sds) and stent with the stent protector and product mandrel partially loaded. There was contrast in the inflation lumen. The presence of contrast in the inflation lumen, and the position of the stent protector and product mandrel suggest the stent protector and product mandrel were replaced after the reported failed attempt to cross the target lesion. There was a shaft kink 24cm from the distal tip. The stent had moved on the balloon 5mm proximally from the distal markerband and there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. There was no indication the device was subjected to positive (inflation) pressure. There was multiple stent struts stretched and bent throughout the length of the stent. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty, stent moved on balloon and shaft kink. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).